Event description:
Patient admitted 06/10/2021 with increased shortness of breath, fatigue, inr of 8.1, ldh 1023 (normal ldh range 100-200), ast 544 and alt 452. Inr for last 6 months with one subtherapeutic inr and several subtherapeutic inrs. Pt taking aspirin and coumadin as ordered. Bivalirudin started 6/12/2021. Lvad flows and powers in the 4 range on admission with increasing flows and powers to 6 range. Noted occlusion to outflow graft per 6/15 CT scan. On 06/18/2021 surgical procedure with the bend relief dissected free and incised longitudinally with immediate extrusion of thick fibrous material which was causing compression of the outflow graft. The bend relief was excised completely with remaining graft sites sewn together.